Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer received a button error alarm and believes it may have been caused by sweat. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No button error alarm noted. However the insulin pump had intermittent button response due to moisture damage on keypad traces. No moisture damage on electronics noted. The insulin pump was received with had minor scratched display window and cracked reservoir tube lip.